Manufacturer narrative:
Evaluation summary: one device was received as a service request and a visual inspection and functional test were performed. The returned device did not meet specification as received by the supplier. The reported condition was confirmed for the nem issue, not for the e4 error code. According to the technician, "issue confirmed for nem out of calibration. Found the split pad low limit out of specifications with a reading of 1. Issue not confirmed for e4 error. Note because it has not approved the main board upgrades random e4 may be seen." The investigation found the most probable cause of the reported event to be wear and tear for the nem issue. The nem was calibrated. The unit was subjected to full factory testing / calibration with qa-327_22. It passed all tests with no problems or issues found. The risk management file is managed by the supplier. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the unit had an error code e4 and failing return electrode monitoring (rem) test. During the rem test the unit did not alarm at the minimum 3 ohm value that is should have alarmed at. It did not alarm unit zero ohms. There was no patient involvement.